Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in use on a patient at the time of the occurrence. The trilogy100 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there was no foam particles observed in the devices. During the 30 second run-in error codes indicating the internal battery has been depleted and check circuit were observed. The internal battery was depleted and was charged, and the internal tubing was checked to address the issues unrelated to the reportable malfunction. Additionally, during the evaluation the device failed the exhalation purge valve test step. The unit was re-worked and sent for higher level repair for repair process. No additional parts were required to be replaced.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in use on a patient at the time of the occurrence. The trilogy100 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there was no foam particles observed in the devices. During the 30 second run-in error codes indicating the internal battery has been depleted and check circuit were observed. The internal battery was depleted and was charged, and the internal tubing was checked to address the issues unrelated to the reportable malfunction. Additionally, during the evaluation the device failed the exhalation purge valve test step. The unit was re-worked and sent for higher level repair for repair process. No additional parts were required to be replaced. Additional information/correction: correction made to box b event date and b5 statement.

Event description:
The trilogy100 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there was no foam particles observed in the devices. During the 30 second run-in error codes indicating the internal battery has been depleted and check circuit were observed. The internal battery was depleted and was charged, and the internal tubing was checked to address the issues unrelated to the reportable malfunction. Additionally, during the evaluation the device failed the exhalation purge valve test step. The unit was re-worked and sent for higher level repair for repair process. The quotation for repair was not excepted therefore the component/components to repair the issue could not be confirmed. The device will be scrapped.